Event description:
The tracheal intubation fiberscope was returned to the service center with a report of distal end leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had the connecting tube coating peeling. (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.